Event description:
A caregiver reported an alarm issue in use with the adc application while using a xiaomi redmi note 11 pro phone, operating system version 11, app version 2.8.4.9335. The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer became pale and sweaty, requiring treatment of oral glucose and sweet juice provided by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. An alarm issue was reported with the freestyle librelink application resulting in the customer being unable to receive low glucose alarm notifications with sensor readings. Successfully scanned and received low glucose alarm readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue in use with the adc application while using a xiaomi redmi note 11 pro phone, operating system version 11. The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer became pale and sweaty, requiring treatment of oral glucose and sweet juice provided by caregiver. There was no report of death or permanent impairment associated with this event.